Event description:
Cardiac surgeon placing the iabp catheter and could not aspirate a blood return from the aline port. Surgeon felt there may be a defect in the catheter. He had to pull this catheter and place a new one. Patient had CABG and was needing transferred to another facility who could provide lvad/transplant due to poor ef.